Event description:
It was reported that a patient had an out of range impedance noticed at a reprogramming session. Electrode number 0 was > 20,000 with all contacts and was an open circuit. The electrode was turned off, but no surgical intervention was needed since the patient was getting good therapy and stimulation on both leads. All other contacts were in range. The patient was doing "well."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient. For use by user facility/importer (devices only). (B)(4).

Event description:
Additional information reported that "around a year ago" the patient met with their physician and the manufacturer's representative for pain they experienced at the lead site. After troubleshooting and diagnostics the patient was told that 2 of the 16 electrodes on their implantable neurostimulator (ins) were "misfiring". The two electrodes were then made "dormant" which helped the "pinching pain" they experienced. If additional information is received, a follow up report will be sent.